Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that analysis findings confirmed the ipg exhibited normal device characteristics and confirmed the device depleted normally.

Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2022-15929 should not have been reported as a medical device report (MDR) after additional information received confirmed that based on parameters obtained, product performance engineering confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics and thus no longer reportable.

Manufacturer narrative:
A patient¿s ipg reaching normal end of life was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The implant was not returned for evaluation; however, programming data was provided. The longevity assessment of the programming history shows actual device longevity to be within the expected range. Based on the information received, the ipg¿s actual device longevity is consistent with the ipg reaching normal end of life.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6)2023 where in the patient's ipg was explanted, replaced, and therapy was restored.